Event description:
It was reported that during a balloon angioplasty procedure, a balloon rupture occurred. The target lesion was located in the anterior tibial artery (ata). Upon the first inflation of the 3.0x220mm coyote balloon inflated to the rated burst pressure, the balloon ruptured. The procedure was completed with another 3.0x220mm coyote balloon. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Age at time of event (unit): 18 years or older. (B)(4). Device not returned; therefore, analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).